Event description:
Dr. Was uncovering an implant, the healing screw separated from the inner ring and the inner stayed in the implant. Dr. Was able to retrieve the ring and place a temporary gingival cuff. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was found to be acceptable per release criteria.